Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 18 ga x 1-1/4 in single port leaked at septum. It was reported by customer that needle exit port at the back of the catheter was leaking blood/fluids after removing the needle during placement. Needle exit port at the back of the catheter was leaking blood/fluids after removing the needle during placement.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383519 and lot number 4059671. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.